Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor pcb was removed and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently experienced a no power issue. This is likely resulted in a loss of fluoroscopy x-ray. There ware no reports of pt injury or death associated with this event.